Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a low priority alarm 30166 during use with an amia cassette. This occurred during night cycle dwell five of six of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that the line leaked by the clamp on one of the white clamp lines. The patient would drain manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace amia automated pd cycler set with amia automated pd set with cassette. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace(B)(4). G4: combination product: add no (previously blank). Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. There were no alarms during the machine testing of the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.